Event description:
It was alleged that during wrist arthroscopy a piece of the cutter fell off into the joint. It was reported that the piece was retrieved, and that there was no injury to the patient.